Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not displaying patient list and patient service was not running. A technical support specialist dialed into the device and found that the maintenance service was stopped and disabled. Set the service to auto and manually started it. Informed the customer that it may take some time for the patient list to update, as the service had been unavailable. Later confirmed with the customer that the issue was fully resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es uhsect_rec not displayed current patient list. The customer believed that the patient update service was not running. The station was upgraded to es (B)(6). The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.